Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was surgically abandoned and replaced due high pacing impedances greater than 2000 ohms and loss of capture. A lead fracture was suspected to be the root cause of the issue, however this could not be confirmed. No adverse patient effects other than the additional procedure were reported.